Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2017, it was reported that patient faced event of infusion set package open on receival. The patient replaced the infusion set. No further information was available.